Event description:
The customer observed false positive alinity I toxo igm results for a 20-year-old female patient. The following results were provided: toxo igm results with sid (B)(6) = 4.90 index, 4.80 index, 4.47 index no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). This report is being filed on an international product, list number 7p47-22 that has a similar product distributed in the us, list number 7p47-40 / 45 with 510k/PMA/bla number k233932. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.